Event description:
It was reported that the pressure increased excessively during an arthroscopy surgery. The increase in the pressure did not show and the alarm did not start. The pt suffered femoral edema. Further info received on 2/14/08 indicates the pt was administered voltaren and local kryotherapy along with lymph-drainage to resolve the condition. The surgical procedure was a meniscectomy, synovectomy. The pt is reported to be fully recovered. This device is used for treatment.

Manufacturer narrative:
The customer made the statement that the pressure increased excessively during the surgery. There is no confirmation of this as the customer also indicated the pump monitor did not display the increase and made no mention of an independent monitor. During the investigation it was determined that international affiliate had purchased this pump directly from the vendor. The pump was evaluated by our affiliate and no problems were found, our international affiliate also indicates that the pump is still in use by the hosp without any further issues. The tubing involved was discarded by the hosp. Evaluation of similar events indicate this type of event is typically related to improper pump/tubing setup. However, the cause of this event could not be determined from the info available.